Event description:
Nursing personnel went to check resident, to change her incontinent brief and turned and found her with her legs under the covers, her torso bent at waist sideways facing foot of bed, her head was resting between the two side rails on the sheepskin and she had expired. Exam of her head and neck by nurse found no bruises or marks on her body. Dr. Stated that the death will be considered "natural causes" an a death certificate needed to be completed on 6/29/92. Side rails and bed not related todeath or injuryinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.